Event description:
It was reported that prior to a breast biopsy procedure the customer connected the biopsy probe and during initialization, the probe made a noise such as a sound of breaking and the cutter stopped. There was no pt consequence. One device was returned for analysis.